Manufacturer narrative:
Other devices involved in this event: (B)(4) - controller / catalog number 1420 / expiration date: 31/03/2018. Di #: n/a. Device available for evaluation?: no. No, not returned to manufacturer. Device manufacture date: unk. Labeled for single use?: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 31/10/2016. Di #: unk. Device available for evaluation?: no, no, not returned to manufacturer. Device manufacture date: unk. Labeled for single use?: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 31/10/2016. Di #: unk. Device available for evaluation?: no, no, not returned to manufacturer. Device manufacture date: unk. Labeled for single use?: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 31/10/2016 di #: unk. Device available for evaluation?: no, no, not returned to manufacturer. Device manufacture date: unk. Labeled for single use?: no. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that multiple batteries exhibited critical battery alarms. It was also reported that one controller had curved pins on both battery ports. The patient exchanged the controller with broken pins and it was found that the second controller exhibited faults associated with batteries connected to one of the ports. All controllers and batteries are expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: it was reported that multiple batteries exhibited critical battery alarms. It was also reported that one controller had curved pins on both battery ports. One controller ((B)(4)) and three batteries ((B)(4)) were returned for evaluation. The other reported controller of unknown serial number was not returned. A review of the manufacturing documentation of the controller that was not returned could not be performed since the serial number of the controller was not provided. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Failure analysis of the returned controller revealed the controller passed functional testing. Visual inspection under 10x magnification revealed a hairline crack surrounding power port 1. An internal visual inspection did not reveal fluid ingress. The hairline crack finding is not related to the reported event. Based on an investigation conducted, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Controller log files were analyzed and revealed that the controller, (B)(4), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed four (4) critical battery alarms involving (B)(4) and fifteen (15) critical battery alarms involving (B)(4); the critical battery alarms were the result of a communication error between the controller and batteries. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. The other reported event of bent pins on one of the controllers could not be confirmed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: one controller (B)(4) and three batteries (B)(4)) were returned for evaluation. The other reported controller of unknown serial number was not returned. A review of the manufacturing documentation of the controller that was not returned could not be performed since the serial number of the controller was not provided. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Failure analysis of the returned controller revealed the controller passed functional testing. Visual inspection revealed a laceration on the controller housing near power port one (1) of the controller. This observation is not related to the reported event and was most likely attributed to the handling of the device. Controller log files were analyzed and revealed that the controller, (B)(4), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed four (4) critical battery alarms involving (B)(4) and fifteen (15) critical battery alarms involving (B)(4); the critical battery alarms were the result of a communication error between the controller and batteries. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. The other reported event of bent pins on one of the controllers could not be confirmed. (B)(4) device available for eval: yes, 2018-02-19. Device evaluated by MFR: yes. ((B)(4). Device available for eval: yes, 2018-02-20. Device evaluated by MFR: yes. If information is provided in the future, a supplemental report will be issued.